Event description:
On 12/16/96 a catheter had been in a pt for approx 20 hours. Pt had been given drugs to help eliminate fluid but then found out the catheter was draining very slowly and not at all. Catheter was removed and replaced. It was stated that on 12/18/96 a pt had a catheter placed in and it was not draining. Tryed irrigation, but that did not work. Catheter removed and replaced.